Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed; there are no previous complaints on this device. The event log was pulled for review, and multiple lines contained alarm code 02 and sub code 44. This line indicates a motor open, motor delay issue. The reported system error is confirmed.

Event description:
On 06/22/2023, infutronix received a report that a pump stopped infusing due to a system error alert. The infusion cannot resume without causing a delay in treatment. The device was returned.